Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn 14354182 was performed from date of manufacture 03/28/2015 to the present date (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a damaged front cover, rear case & barrel clamp. No patient involvement.